Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported an emergency room visit due to low blood sugar readings. Customer stated that he was treated in the emergency room for six hours and then released. Customer stated that they did not have strips to check blood glucose reading prior to the hospitalization. Customer's current blood glucose reading is 155 mg/dl. No further information reported.